Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal inflammation. The breach in aseptic technique was further described as improper operations. It was not reported if the patient was hospitalized for the event. The patient began treatment with an unspecified anti-inflammatory drug and penicillin (intraperitoneally, dose and frequency not reported). At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. No additional information was provided as the reporter declined follow up.